Manufacturer narrative:
The device history record for the lot number, 72678, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The sample was also returned with a stylet. The returned sample device was infused with water to show a fluid pathway. There was leakage seen approximately in the 80.5 cm. The tube was examined under magnification (50x), there was slit/hole appearances identified. A red arrow was used to show the location of the defect. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating leakage was confirmed when flushing the water and a tear was observed on the nasogastric tube (ngt). Upon further review a tear was observed at the marking of 80cm. No additional information was provided.